Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 3, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support about receiving a replacement pump, which includes updated software, and instructed on steps for storing the current pump and returning it to tandem. A replacement pump was sent to the customer, who acknowledged the instructions provided by technical support.